Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and an insulin injection was administered by a school nurse. Contact did not know cause of event and requested direction from tandem technical support to turn the pump off due to the insulin injection.